Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 442 mg/dl. Reportedly, the cause of the impacted bg level was unknown; however, the impacted bg level was unrelated to the pump or supplies. The customer delivered a correction bolus to stabilize bg level. Additionally, it was reported that the touchscreen intermittently becomes unresponsive to presses. In addition, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was not impacted due to the pump or supplies. Reportedly, customer will continue to use the pump for insulin therapy.